Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of atrial pacing inhibition observed during atrial tachy response (atr) episodes. Boston scientific technical services (ts) reviewed the device information and confirmed that atrium is bradycardic or event silent at times when coming out of an atrial arrhythmia. Ts noted that the atr mode is programmed to vdi meaning that the device is programmed to only pace the ventricles while an atr episode is ongoing. The patient reported feeling symptomatic. Although the device is functioning appropriately per programming, ts recommended reprogramming to prevent future symptoms. No programming changes were made as the patient had already left the clinic.